Manufacturer narrative:
Updated: device avail. For eval?, returned to MFR. On, device returned to MFR.?, device evaluated by MFR.?, method codes, result codes and conclusion codes. Device evaluated by MFR: the device was returned for analysis. Device analysis revealed that the motordrive unit (mdu) 5 plus did not meet specifications for mdu-5 qc functional test. The mdu5 plus give overload error 226. By looking inside, the lemo cable connector is found a bent pin which is the probable root cause of the failure. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4)

Event description:
Same case as 2134265-2015-03267, 2134265-2015-03268, and 2134265-2015-03266. It was reported that automatic pullback failure occurred. During a percutaneous coronary intervention (pci), an ilab ultrasound imaging system was used in conjunction with an atlantis sr pro imaging catheter and a sled to visualize the left anterior descending artery. However, it was noted that the catheter failed to show an image. The imaging catheter was then changed with another atlantis sr pro imaging catheter;however, the problem still occurred. It was then noted that a motor drive unit (mdu) overload has occurred and the automatic pullback failed. The procedure was not completed due to this event. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2015-03267, 2134265-2015-03268, and 2134265-2015-03266. It was reported that automatic pullback failure occurred. During a percutaneous coronary intervention (pci), an ilab ultrasound imaging system was used in conjunction with an atlantis¿ sr pro imaging catheter and a sled to visualize the left anterior descending artery. However, it was noted that the catheter failed to show an image. The imaging catheter was then changed with another atlantis¿ sr pro imaging catheter;however, the problem still occurred. It was then noted that a motor drive unit (mdu) overload has occurred and the automatic pullback failed. The procedure was not completed due to this event. No patient complications were reported and the patient's status was stable.